Manufacturer narrative:
The pump was monitored for 24 hours with multiple basal rates, and the pump functioned properly during testing. No displayable history crc check failed alarm was noted during testing. However, the alarm was in the pump history screen due to a corrupted history file. The pump passed the functional tests, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement test. No unexpected restart or external ram crc alarms were noted during testing. The pump passed the self test, unexpected restart and all operating current measurements were normal. No unexpected low battery, failed battery test or off no power alarms were noted during testing. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received unexpected restart alarm and external ram error alarm. The customer also reported that they received history check failed alarm during normal use. The customer stated that they received a failed battery test alarm after battery change. The customer's blood glucose was unknown at the time of incident. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The insulin pump will be returned for analysis.